Event description:
It was reported that the cadd legacy plus pump exhibited a non-disposable/pump will not run alarm. The pump also produced the following other alarms: 1261, 1870, 1320. This resulted in a delay in infusion. No patient injury or complications were reported in relation to this event.